Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: make sure that insulin is room temperature before filling the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Reportedly, customer used cold insulin while loading the cartridge. Customer¿s blood glucose level was 154 mg/dl.